Manufacturer narrative:
Returned sample was requested but haven't received yet. The DHR of this lot was reviewed without any issue. The design history file and 510k submission were reviewed. This syringe is designed for manual use only, not for pump use. For manual use or not for pump use was not presented on any labeling of this product. The compliant history was reviewed one pump compatability issue with this product was received before. A recall was conducted by distributor cardinal health 200 llc with recall number z-0850-2024. The corrective action putting the caution "for manual use or not for pump use" on all syringes' labeling of k190503 will be taken. A follow-up report will be submitted if any additional information from the received samples.

Event description:
Customer reports: the medela pumps are rejecting the new 60ml enfit syringes. We did manage to pull one that failed when placed in the pump. The only noticeable difference is one is made in USA and the other made in china.